Manufacturer narrative:
Integra has completed their internal investigation on 02/01/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. The cable of retractor arm was broken. The device in question was manufactured on september 30, 2006. A two year review of complaints history for this reported failure and or related to "arm is broken " for this product ID shows that 3 complaints were received including this case. No new design or manufacturing trends have been identified. In summary the end users reason for return was verified however the root cause can not be determined at this time.

Event description:
When the knob of the retractor arm was fastened, the multi strand cable was broken. The product problem was discovered during inspection of the device. There was no patient contact.